Event description:
It was reported that during set up for a laparoscopic nephrectomy procedure when removed out of the package and the seal on the device was damaged. They used another device to set up for the procedure. The device was not used on a patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.